Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed pump errors. The customer¿s blood glucose level was 21 mmol/l at the time of the incident. The customer stated they have not been taking insulin due to pump issue. Customer stated the insulin pump alarms with pump error three to four times per day. The customer was advised to remove themselves from the insulin pump and to revert to the back-up plan to be treated with insulin. The insulin pump will not be returned for analysis.